Manufacturer narrative:
Received 1 coude catheter for evaluation. The reported event was confirmed as manufacturing related. The sample was visually examined and did not find anything to contribute to the reported event. Per the functional inspection, the balloon was inflated with 10cc of water and found concentricity to be 80:20. The specification for this sample type is 70:30 maximum. Therefore, the sample did not meet specification. A dimensional inspection was performed. The balloon was measured with a gauge, and it was found that the thickness was 0.030" - 0.035". The variable wall thickness contributed to the asymmetry, which caused the urine leakage during use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that urine leakage was observed from the patient's urethral opening prior to the catheter removal. An asymmetric balloon was observed by the user when he/she tried to infuse water after removal. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was observed from the patient's urethral opening prior to the catheter removal. An asymmetric balloon was observed by the user when he/she tried to infuse water after removal. The catheter was replaced.